Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The samples were reported as positive for the sars-cov-2 target and generated a valid result. The amplification curve for the sample appeared normal and exhibited a sigmoidal shape. Based on amp tray carryover analysis, a risk for potential carryover was identified for sample ID (B)(6) only. Based on amp tray carryover analysis, a risk for potential carryover was identified for sample ID (B)(6) only. However, per the ticket text, contamination from the systems solutions drawer was identified as the likely cause for the discrepant results for the cluster of false positives. While amp tray carryover cannot be ruled out, contamination from the system solutions drawer appears to be the likely cause for the event as a whole. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 (including the components) was performed to identify any records that were potentially related to the reported complaint and pertinent lots. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 519582. Additionally, customer data review verified that the curves for both samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified four (4) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582. One ticket was independently investigated and determined no product deficiency. One ticket is currently elevated for investigation. 2 tickets were originally reported as discrepant results, however were later clarified that the samples were validation samples which generated expected results. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported they had received a series of false positive results on their alinity m resp-4-plex assay. The molecular application specialist (mas) downloaded files via abbottlink and performed log analysis. There were four samples that had a positive result for sars-cov-2, with the lowest cycle number (cn) being 34.83 and the highest 39.83. All these samples showed a very late amplification that still meets criteria. The customer suspected the overall results and decided to retest. Upon retesting the samples with their alternative method, all the positive results on alinity were found to be negative upon retest. Local abbott ambassador reported that the system solutions drawer and the bulk fill assembly had been dirty, to the point of creating visible foam on the nozzle collector receptacle when any of the pumps leading to liquid waste were operating. This could have contributed to contamination on the instrument that caused the high number of positives. Only the negative results were reported outside the lab. Therefore, no impact to patient management had been reported due to this observation. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.